Manufacturer narrative:
G4:13jan2021. B4:15jan2021. The customer reported the power on self test (post) light emitting diode (led) failure alarmed when powering on the unit. The customer confirmed the reported failure. The customer advised the diagnostic "alarm led failed" error in the significant event log. The remote service engineer (rse) advised replacement of the power switch overlay. The customer emailed stating the power switch overlay resolved the issue. The unit passed performance verification testing and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 09dec2020.

Event description:
The customer reported power light emitting diode (led) on self test failure. The unit was not in use, and there was no patient or user harm reported.